Manufacturer narrative:
One ams-410 lot 1610005d was returned not in the original packaging. The complaint for the product returned with a fluid leak from the area of the set where the tubing interfaces with the drip chamber was confirmed to leak. A review of the lot history record for the lot listed above was conducted for this product. The qc inspection report indicates zero findings for leak testing during this lot manufactured in october of 2016. All production and qc personnel are up to date with their training. The review of the production procedures used for this product revealed an acceptable inspection criterion. The procedure records the leak testing performed on a sampling size for each lot produced. After an extensive investigation it is determined that there are three potential root causes for this defect. First potential root cause is the ID of the drip chamber bond area is out of specification. The supplier will be issued a supplier corrective action and be required to perform an investigation and corrective action. The second potential root cause was determined based on the confirmed fluid leak set exhibits an oval shape vs round shape at the bond area between the tubing and drip chamber. This could potentially affect the bond between the tubing and the drip chamber. This will be included on the scar issued to the supplier and will also require an investigation and corrective action. The third potential root cause is excessive adhesive observed around the bond area of the tubing and drip chamber on the confirmed leaking set. This is a result of the operator not following the proper bonding process per procedure. Training will be performed with all operators performing bonding operations. A corrective action will be issued into vygon USA quality management system to document the formal training.

Event description:
The infusion nurses noticed fluid leaking from the area where the set tubing interfaces with the set's drip chamber.

Manufacturer narrative:
The malfunctioning sample was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
The infusion nurses noticed fluid leaking from the area where the set tubing interfaces with the set's drip chamber.